Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during treatment of a 14mm x 12mm right internal carotid artery terminus multi-lobular unruptured wide neck aneurysm, initially a presidio 18, 13 x 43, coil was deployed without incident. Next a spectra galaxy 10 x 30, spectra galaxy 9x25, spectra galaxy 7x21, spectra micrusframe c 5x12, spectra galaxy xsft 3x8, and spectra galaxy xsft 3x6 successfully detached in the aneurysm; however, during withdrawal of the dpu, the headway duo .0163 microcatheter tip retracted and movement was witnessed. In addition, during withdrawal of the spectra galaxy xsft 3x6 dpu into the proximal aspect of the microcatheter, 1cm of the proximal tail of the detached galaxy xsft 3x6 (glx120306/ s11621) coil was seen to be pulled or sucked back into the mc distal tip. Once the dpu was completely pulled out of the microcatheter, the coil tail was witnessed to move, or be sucked back into the aneurysm where it had originally been placed and was desired to be. The physician conjectured that the dpu od was a tight fit in the microcatheter ID, causing a vacuum to develop which acted on the coil tail and was also causing the microcatheter movement seen in the above documented usage of spectra coils. Next a spectra galaxy xsft 2.5x5 was deployed and detached successfully in the aneurysm. During withdrawal of the dpu, micro catheter tip retraction and movement was witnessed. Next an ultipaq coil 2 x 8 was opened and presented with the proximal aspect of the sheath outside and unengaged with the green zipper unit. The sheath was then manipulated and successfully peeled away from the delivery wire without the correct use of the zipper being employed. The coil was then delivered and deployed successfully into the aneurysm without incident. Next an ultipaq 2 x 4, lot #c31741, was opened and presented with the proximal aspect of the sheath being fused with the zipper. Attempts to peel away the proximal aspect of the sheath with the zipper resulted in the stretching of the very proximal aspect of the sheath. This technique was then abandoned. The sheath was then manipulated by the physician and peeled away from the delivery wire without the use of the zipper. The coil was then delivered and deployed successfully into the aneurysm without incident. Next an ultipaq 2 x 4, lot # c34621, was delivered and deployed successfully into the aneurysm. This coil required 3 cycles of the dcb to successfully detach the coil. The microcatheter was flushed after the second attempt and detachment was successful on the next detachment cycle. It was not necessary to exchange the cable or dcb. It was reported that a continuous flush had been maintained through the microcatheter during the procedure. None of the devices were returned for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The events could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided; however, the concomitant microcatheter may have contributed to the event. The instructions for use (IFU) cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Protrusion into the parent vessel is a known procedural complication associated with the use of coil for aneurysm embolization. There are no current safety signals identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Common device name: krd/hcg. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during treatment of a 14mm x 12mm right internal carotid artery terminus multi-lobular unruptured wide neck aneurysm, initially a presidio 18, 13 x 43, coil was deployed without incident. Next a spectra galaxy 10 x 30, spectra galaxy 9x25, spectra galaxy 7x21, spectra micrusframe c 5x12, spectra galaxy xsft 3x8, and spectra galaxy xsft 3x6 successfully detached in the aneurysm; however, during withdrawal of the dpu, the headway duo .0163 microcatheter tip retracted and movement was witnessed. In addition, during withdrawal of the spectra galaxy xsft 3x6 dpu into the proximal aspect of the microcatheter, 1cm of the proximal tail of the detached galaxy xsft 3x6 coil was seen to be pulled or sucked back into the mc distal tip. Once the dpu was completely pulled out of the microcatheter, the coil tail was witnessed to move, or be sucked back into the aneurysm where it had originally been placed and was desired to be. The physician conjectured that the dpu od was a tight fit in the microcatheter ID, causing a vacuum to develop which acted on the coil tail and was also causing the microcatheter movement seen in the above documented usage of spectra coils. Next a spectra galaxy xsft 2.5x5 was deployed and detached successfully in the aneurysm. During withdrawal of the dpu, micro catheter tip retraction and movement was witnessed. Next an ultipaq coil 2 x 8 was opened and presented with the proximal aspect of the sheath outside and unengaged with the green zipper unit. The sheath was then manipulated and successfully peeled away from the delivery wire without the correct use of the zipper being employed. The coil was then delivered and deployed successfully into the aneurysm without incident. Next an ultipaq 2 x 4, lot #c31741, was opened and presented with the proximal aspect of the sheath being fused with the zipper. Attempts to peel away the proximal aspect of the sheath with the zipper resulted in the stretching of the very proximal aspect of the sheath. This technique was then abandoned. The sheath was then manipulated by the physician and peeled away from the delivery wire without the use of the zipper. The coil was then delivered and deployed successfully into the aneurysm without incident. Next an ultipaq 2 x 4, lot # c34621, was delivered and deployed successfully into the aneurysm. This coil required 3 cycles of the dcb to successfully detach the coil. The microcatheter was flushed after the second attempt and detachment was successful on the next detachment cycle. It was not necessary to exchange the cable or dcb. It was reported that a continuous flush had been maintained through the microcatheter during the procedure.